Manufacturer narrative:
The device was not returned for evaluation. Imagery was provided for review. The 3mensio report and post procedural images were provided and the following was observed:calcification present at the patients aortic native valve and aortic arch. Longitudinal balloon tear burst from shoulder to shoulder of the inflation balloon area. Liner partially delaminated and bunched towards distal tip. The complaint reported event was confirmed by visual examination of the provided imagery. No manufacturing nonconformance was identified during the evaluation. An existing technical summary written by edwards lifesciences has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing nonconformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. As per 3mensio provided calcification was observed at the aortic native valve. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture local overstretching open cell impingement or stress concentration. As the balloon was burst the altered balloon profile could have made it more susceptible to catch on the distal end of sheath tip which would have then led to the experienced retrieval difficulty. This likely resulted into the liner partially delaminated and bunching as seen on esheath. In addition the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction visual and dimensional inspections leak testing and functional balloon burst testing that occurs with every manufactured lot. These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors calcification contributed to the balloon burst while procedural factors withdrawal of burst balloon contributed to the withdrawal difficulty. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in brazil, regarding a 26mm sapien 3 valve in aortic position by transfemoral approach. The patient presented severe calcification of the leaflets, in the non-coronary, as well as moderate calcification of the stj. During the procedure, at the end of the nominal inflation of the commander delivery system balloon with the slow technique, the delivery system balloon burst. The implant of the valve was positive. There were little difficulties to withdraw the system, but it was managed to remove the ds through the esheath. The patient did not suffer any injury and the procedure was noted as to be successful. As per medical opinion, the root cause of the burst was the calcification in the leaflets. As per the picture provided, the esheath was delaminated.